Manufacturer narrative:
This report is filed on march 07, 2017.

Manufacturer narrative:
This report is submitted february 23, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to migration of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.